Event description:
Vessel sealer ref# 480422, lot# l10220918 had an exposed wire at tip of instrument. Noted after insertion via robot. Staff and surgeon saw wire after a use and requested a new vessel sealer. Mrn (B)(4). FDA safety report ID # (B)(4).